Event description:
I have noticed a pattern of inaccurate readings on the dexcom g6 blood glucose sensor platform. When I take warm showers, the g6 glucose readings tends to spike during showering by anywhere from 60-120 points. When I get out of the shower, the readings reset to accurate after about 20 minutes or so. So for example, my meter readings might be level with no increase or decrease; I could have no exercise, food, or insulin, and then get into my shower. Then the readings might jump up only to fall back down again after getting out of the shower. On dozens of occasions, I have gotten out of the shower and done a blood glucose test with my meter and noticed a discrepancy. For example on (B)(6) 2019, my g6 read 346 but my meter read 252 just after leaving the shower. I have 11 examples of this phenomenon that I have recorded. And I can reproduce it pretty easily. I have notified dexcom repeatedly about this issue and never received an acknowledgment or response. I am concerned that diabetics using the dexcom system with or without an insulin pump could easily overdose on insulin. FDA safety report ID# (B)(4).